Manufacturer narrative:
The customer was provided information for storage, repair, testing and replacement. Users are instructed to check the device before and after each use and not to use the vac pac device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week.

Event description:
The customer initially contacted natus medical to report that their vac pac patient positioning support device would not hold suction. There was no report of death, serious injury or delay in treatment, and no visible damage was reported. No patient involvement was also reported. The vac pac was reported to have been purchased five or more years ago and has been destroyed at the user facility.